Event description:
This report addresses product sample quantity 38 of 43. A customer reported to baxter (B)(4) that the foil of the package was separated completely before tearing. There was no patient involvement.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was received and visually inspected. The mini-cap was still hermetical when the translucent film was separated completely from aluminum foil. Based on the information obtained from baxter's investigation, the root cause of this reported condition was due to the manufacturing process of the aluminum foil supplier. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.